Event description:
It was reported that the pump exhibited a pumped air alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). , as a result of warning letter cms (B)(4). . No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked on the right corner. A review of the event history log identified primary audible alarm background test error in the history. Functional testing was performed using the occlusion test and was unable to duplicate the problem. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Performed preventative maintenance and all functional tests which passed. Replaced speaker as a preventative measure.